Manufacturer narrative:
(B)(4). Initial report it has been reported that it was identified just before implantation that the device was not the intended size or side. A new device was opened which was correct and this was implanted. The appropriate device details have been provided and the relevant device manufacturing records shall be identified and reviewed. The reported device has been returned and shall be reviewed at corin. Details of this review shall be provided in a supplemental report upon completion of the investigation.

Event description:
There was an error in the packaging/labelling of a unity cr femur. The box indicated a size 9 right cr femur, however, inside the product box was a size 8 left cr femur.

Manufacturer narrative:
(B)(4) final report. A unity size 8 left femur (112.001.38, 388910) was incorrectly labelled and packaged as a unity size 9 right cr femur (112.001.16, 393216). It was identified prior to implantation of the product that it was incorrect and an alternatve size 9 was located and implanted with no reported issues. The relevant device manufacturing records for both batches were identified and reviewed, all parts associated with these records conformed to material and dimensional specification at the time of manufacture. All devices from these two batches were sold to corin USA and were located as stock in the warehouse. They were returned to corin UK for examination and a size 9 right femur was found in one of the boxes labelled as a size 8 left femur. It has therefore been confirmed that this event was a mix up of 1 part from each batch. Appropriate actions were implemented: a quality alert has been issued on 03 aug 19 to the relevant departments, and a CAPA 45 was raised in aug 2019 to mitigate the likelihood of reoccurrence of product mix-up. Thus corin now considers this case closed. The submission of this report does not constitute an admission that the device, reporting entity, entity's representative or distributor caused or contributed to this event.

Event description:
There was an error in the packaging/labelling of a unity cr femur. The box indicated a size 9 right cr femur, however, inside the product box was a size 8 left cr femur. An alternative size 9 femur was located and implanted with no reported issues.